Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this patient suffered a car accident and decided to go to the hospital two weeks later as she was feeling uncomfortable. The subcutaneous implantable cardioverter defibrillator (s-ICD) system was evaluated, and the shock impedance measurement was found to be out-of-range of over 400 ohms. It was indicated that this issue was related to an electrode fracture likely caused by the car accident. The patient was admitted to the hospital where the s-ICD system was turned off and subsequently, both the s-ICD and the implantable electrode were explanted and replaced. The electrode was found dislodged once the s-ICD pocket was opened. However, no obvious signs of fracture were noticed. This s-ICD is expected to be returned for analysis and no adverse patient effects were reported.

Event description:
It was reported that this patient suffered a car accident and stayed in the hospital for two weeks as she was feeling uncomfortable. The subcutaneous implantable cardioverter defibrillator (s-ICD) system was evaluated, and the shock impedance measurement was found to be out-of-range of over 400 ohms. It was indicated that this issue was related to an electrode fracture likely caused by the car accident. The patient was admitted to the hospital where the s-ICD system was turned off and subsequently, both the s-ICD and the implantable electrode were explanted and replaced. The electrode was found dislodged once the s-ICD pocket was opened. However, no obvious signs of fracture were noticed. This s-ICD was returned for analysis and no adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Corrections: - complaint summary was updated - h6 (patient codes) field - "e2311 - discomfort" code was corrected to "e2403 - no clinical signs, symptoms or conditions" as the discomfort sensation was unlikely caused by the high shock impedance allegation. - field "outcomes attrib to adv event" under tab b. Adverse event or product problem - "disability or permanent damage" was corrected to "hospitalization (initial or prolonged)" as it was marked incorrectly. Upon receipt at our post market quality assurance laboratory, this subcutaneous implantable cardioverter defibrillator (s-ICD) was thoroughly inspected and analyzed. Visual inspection found no anomalies. The analysis performed on the device found no evidence of defect, malfunction or damage outside the bounds of normal medical use. There were no failing conditions detected.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Complaint summary was updated and h6 (patient codes) field was corrected, "e2311 - discomfort" code was corrected to "e2403 - no clinical signs, symptoms or conditions" as the discomfort sensation was unlikely caused by the high shock impedance allegation.

Event description:
It was reported that this patient suffered a car accident and stayed in the hospital for two weeks as she was feeling uncomfortable. The subcutaneous implantable cardioverter defibrillator (s-ICD) system was evaluated, and the shock impedance measurement was found to be out-of-range of over 400 ohms. It was indicated that this issue was related to an electrode fracture likely caused by the car accident. The patient was admitted to the hospital where the s-ICD system was turned off and subsequently, both the s-ICD and the implantable electrode were explanted and replaced. The electrode was found dislodged once the s-ICD pocket was opened. However, no obvious signs of fracture were noticed. This s-ICD is expected to be returned for analysis and no adverse patient effects were reported.